Event description:
It was later reported there was a loss of therapeutic effect. It was noted the loss of therapeutic effect was at night but the patient was doing "ok" during the day. Symptoms included a loss of bladder control. It was noted the patient had to wear "a diaper and three washcloths because they leak so much." The implantable neurostimulator (ins) was working fine at first but the patient had had three surgeries since then. All the surgeries were colorectal surgeries. Reporter attempted to increase stimulation but was unsuccessful in doing so. It was noted the patient was unable to adjust stimulation and that stimulation was off. Patient had stimulation at 3.3 volts on program 4. Patient was feeling stimulation at 2.7 volts but was feeling it in their rectum area. It was noted the reporter believed they may have accidentally turned stimulation off when they tried to adjust the stimulation. It was noted the patient had an appointment with their health care provider on (B)(6) 2013.

Event description:
It was reported that the patient experienced a loss of therapeutic effect with stimulation turned on. The patient was feeling no stimulation sensation. The patient had surgery on her colon in (B)(6) 2012 and it was perforated during the surgery and caller had to have another surgery (B)(6) 2012. The patient turned the stimulation on after the surgery on (B)(6) 2012 and was having no stimulation sensation and loss of therapeutic effect. Patient increased her settings from 3.3 up to 4.1 and was able to feel stimulation. The next day the patient again had no stimulation sensation and loss of therapeutic effect. The patient had difficulty sleeping. The patient was going to try a different program setting. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v718508, implanted: (B)(6) 2011, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).